Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issues. A surgical procedure was performed, during which a fluid leak in the left cylinder caused by a hole in the same component was noted. The existing device was removed and a new ipp was implanted. There were no patient complications.